Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide (lg) cover glass was chipped, rear light guide bundle was bent and damaged, universal cord was scratched, cable was scratched (video cable), control body casing and adjustment ring are yellowed and crystallized. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the distal end cover glass, video cable, the light guide (lg) bundle and the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an abnormal image. The issue was found during service and maintenance for an unspecified procedure. There were no reports of patient involvement.